Event description:
It was reported that the tip of the quick turn screw driver broke off during screw insertion. The surgeon was not using the instrument outside of its indicated usage.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Manufacturing files were reviewed and no anomalies were found. Manufacturing review revealed the instrument to be over 6 years old, the probable root cause of the tip fracture is normal wear.

Event description:
It was reported that the tip of the quick turn screw driver broke off during screw insertion. The surgeon was not using the instrument outside of its indicated usage.